Event description:
Medtronic received a report that the distal end of the pipeline failed to open. The access to the cavernous left carotid aneurysm was challenging. The wahoo guide catheter was placed in the petrous segment of the carotid. The patient had a type 3 arch and a tonsilar loop of internal carotid. The physician was able to access the m1 with the phenom027. The pipeline was then prepped per the IFU and advanced into the phenom027. The pipeline was difficult to navigate the vessel tortuosity. They were able to advance the device past the aneurysm and began device deployment. During the deployment, the distal end failed to open despite multiple attempts and resheathing twice. During the attempted deployment, the middle portion of the device opened up but the distal still would not open. The device was removed from the patient and not implanted. Another pipeline device was opened and the same result happened on the first attempt. The physician decided to use a smaller 4.5 x 25 device. This device opened normally and was successfully implanted with good angiographic result post procedure. The patient had no symptoms or complications associated with the event. The pipeline was prepared as indicated in the IFU. The pipeline was not positioned in a bend. The angiographic result post procedure showed successful pi peline/coil embolization. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 15mm and a 6mm neck diameter. It was noted the patient's vessel tortuosity was severe.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated with additional information received. Device eval coding correct to b18 as the device was reported to be discarded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause for the pipeline failures was unknown. One theory was that the patient anatomy could have affected the device, however, the subsequent devices did not have the same issue that the first two had.